Manufacturer narrative:
Concomitant medical products: 6947, lead, implanted: (B)(6) 2005.

Event description:
It was reported that patient went to the emergency room due to shortness of breath and loss of consciousness. Interrogation of the device showed that there was occasional p-wave undersensing during patient¿s arrhythmia. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.